Event description:
Revision - pt fell and was treated for a fracture on (B)(6) 2009. No implant modifications made. That repair failed and the pt required a revision.

Manufacturer narrative:
Sales rep unable to provide info about primary surgery at this time. Rep will continue to request info from the surgeon.